Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. The mother reported that regardless of the time of day when testing, the customer only received readings of 50mg/dl-60mg/dl on his performa system. Due to the erroneous low readings, the mother was unaware that the customer had high blood glucose levels. However, the user did experience elevated blood glucose symptoms of nausea, stomachache, headache, and dizziness. The customer was taken to the hospital. At the hospital, the user received a blood glucose result of 50 mg/dl on his performa system and a blood glucose result of 210 mg/dl on the hospital's meter, obtained within 15 minutes. The customer was admitted into the hospital and was treated with insulin and electrolyte solutions. The user was discharged from the hospital after five hours.